Event description:
According to the report: the orvil was introduced transorally. The orvil pressure plate could not connect with the stapler; the shaft of the pressure plate was bent apart like "gum". The surgeon tried to wrap the shaft with "mersilene" (polyester fiber mesh) and then to connect, to make no further incision in the gullet. This did not function and there was conversion of the procedure. The anastomosis could be closed with the pressure plate, which belongs to the stapler. The surgery was extended more than 30 minutes. Two different surgery methods were utilized there was no report of patient injury.